Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced unusually rapid battery depletion including an immediate 5% drop after unplugging and the need for continuous external power, with concern about insulin delivery and frequent hypoglycemia after meal announcements; a replacement device was arranged and user education and troubleshooting were completed, including guidance on shutdown, data sync, return logistics, and that data would not transfer to the replacement. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment. Investigation included customer support assessment, data review guidance, and escalation to clinical decision support for conflicting meal announcement guidance. Investigation of this case revealed an unclear cause for the battery performance complaint and an unclear cause for hypoglycemia, with insufficient evidence to attribute the events to a specific component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.